Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 5489125.

Event description:
Related manufacturer reference number: 1627487-2023-00287. It was reported the patient had his scs ipg replaced because the ipg was inoperable. The patient also had surgery on (B)(6) 2023 where the lead was explanted and replaced due to not being able to enter MRI mode. Stimulation therapy was reportedly restored postoperatively.